Event description:
Health care advocate called stating that control readings of 245 and 275 mg/dl were received on the customer's contour meter. The approximate control range is 105-145mg/dl. Further info could not be obtained because the advocate ended the call. Product was not replaced and is not expected to be returned for eval.